Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that bleeding occurred below the hub during normal hemodialysis. Then the surgeon stopped dialysis immediately and changed to a new catheter on the second day.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.